Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a valve model 8300ab implanted in an unknown position was placed under consideration for a re-do intervention after an implant duration of approximately one (1) year due to an important leak.

Manufacturer narrative:
Additional information. H6; component code, device code, investigation findings and investigation conclusions. H11: additional manufacturer narrative. An unspecified regurgitation was reported, however despite repeated attempts to receive further information regarding this event, no additional information was received from the customer. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. In addition regurgitation is considered to be a pvl (paravalvular leak) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Late paravalvular regurgitation most commonly occurs in the setting of infective endocarditis-related abscess formation which predisposes to suture dehiscence or the gradual resorption of partially debrided annular calcifications. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. Based on the information available, a definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event.